Event description:
It was reported that the programmer was returned as it was no longer needed and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined during analysis of the programmer that the stylus and cursor were misaligned. The connection between the xy printed circuit board (pcb) and overlay were cleaned and reseated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. Concomitant medical products: product ID: 2067l, serial#: (B)(4). If information is provided in the future, a supplemental report will be issued.